Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history and system log files. Upon investigation the involved custumer service engineer (cse) identified an issue with the dead men grip (dmg) button of the stand control module (scm) of plane b in which a hanging dmg button could be detected. After the customer reset the scm; the system blocks all movements. During start up, the stand and table control unit (scu) receive an active dmg signal (coming from scm). This is a safety measure and as a result, no movement was available. According to the technical expert, the most likely root cause is a stuck dmg button due to glued contrast agent or other liquids. The user is responsible for cleaning of system parts according to the operator manual, sub-chapter cleaning and disinfection. The scm has been replaced. After the part was replaced the system recovered and the system works as intended. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold and no corrective action is necessary. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an error occurred while using the axiom artis dba system. During an interventional procedure, the user reports that the stand would not move as required. The procedure was continued and finished using an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate of the reported event.